Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: based on the provided information, it was not possible to determine the root cause of the reported retrograde type a aortic dissection which occurred at brachiocephalic artery and ascending aorta. According to the sent IFU, the occurrence of dissection is addressed as an adverse event. No evidence to suggest that the device was manufactured outside of specifications. In addition to this, the reporter indicated that the cause was likely occured due to ballooning at proximal sealing end with excessive force. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to the initial reporter: a (B)(6) patient underwent tevar to treat aortic arch aneurysm and saccular aneurysm just above of celiac artery. The patient¿s anatomical form was suitable for the procedure, and procedure was performed as labeled. There was no problem with the access route as stenosis. Against aortic arch aneurysm, subclavian- subclavian bypass surgery was performed. Then, zteg-2p-34-202-pf/(B)(4) (distal) and zteg-2pt-40-208-pf/(B)(4)(proximal, just below of common carotid artery) were placed as planned without problem. After ballooning with another manufacture's device (gore / balloon catheter bcl2645j) to the area of proximal sealing, distal sealing and junction between two stent grafts were performed, confirmation angiography was performed and there was no clear sign of endoleak or problems. To prevent type ii endoleak in the future, the physician performed coil embolization of left subclavian artery. When entire angiography imaging was performed a new, retrograde type a aortic dissection occurred at brachiocephalic artery and ascending aorta. Therefore, the procedure was converted to open surgery - aortic arch replacement was conducted. The patient condition is stable as of (B)(6) 2016. Patient outcome: the patient's condition is stable.

Manufacturer narrative:
(B)(4). Device similar to device with 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to the initial reporter: a (B)(6) patient underwent tevar to treat aortic arch aneurysm and saccular aneurysm just above of celiac artery. The patient's anatomical form was suitable for the procedure, and procedure was performed as labeled. There was no problem with the access route as stenosis. Against aortic arch aneurysm, subclavian- subclavian bypass surgery was performed. Then, zteg-2p-34-202-pf /(B)(4) (distal ) and zteg-2pt-40-208-pf/(B)(4) (proximal, just below of common carotid artery) were placed as planned without problem. After ballooning with another manufacture's device (gore / balloon catheter (B)(4)) to the area of proximal sealing, distal sealing and junction between two stent grafts were performed, confirmation angiography was performed and there was no clear sign of endoleak or problems. To prevent type ii endoleak in the future, the physician performed coil embolization of left subclavian artery. When entire angiography imaging was performed a new, retrograde type a aortic dissection occurred at brachiocephalic artery and ascending aorta. Therefore, the procedure was converted to open surgery - aortic arch replacement was conducted. The patient condition is stable as of (B)(6) 2016. Patient outcome: the patient's condition is stable.